Event description:
The user was getting ready to process the first bowl of blood during an emergency procedure when user experienced a "start" malfunction with the autologous transfusion device. The user changed out the disposable bowl set, losing a reported 3 liters of unprocessed blood. The device still wouldn't run with the new disposable bowl set. Bank blood was given to compensate for the blood that could not be processed. The pt did not suffer any untoward effects.